Event description:
The svc repair tech (srt) reported that during routine testing of the device at the svc center, the blood parameter monitor (bpm) failed the high potential (hi-pot) testing. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the svc repair tech (srt). The srt replaced the power supply in the unit. The unit failed hi-pot testing again, reported on MDR #1828100-2013-00265. The srt replaced another power supply in the unit and it passed all functional testing. With component replaced and tested, the unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.